Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 with multiple cartridges during the load process. Customer had elevated blood glucose levels (340 mg/dl). Customer stated they have not correct their blood glucose levels, however, they will contact their health care professional to obtain manual injections for continued insulin therapy.